Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stented balloon catheter. The balloon was tightly folded, and the stent was tightly crimped over the folded balloon. Analysis of the tip, stent, inner/outer shaft, port weld/exit notch and hypotube included microscopic and visual inspection. Inspection revealed tip damage (flared tip), stent damage with multiple stent struts bent and lifted out of plane. Inspection of the rest of the device found no other damage or defects. The reported crossing difficulty could not be confirmed as clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 30-jan-2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 8 x 2.50 rebel stent was advanced to treat the lesion; however, the stent did not pass through the lesion. The device was removed from the patient's body and the procedure was completed. No patient complications were reported. However, returned device analysis revealed stent damage.